Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip of reservoir broke off. The patient¿s blood glucose level was 133 mg/dl at the time of the incident. Reportedly, reservoir does lock in place but not very secure since unknown when other piece will break off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked battery tube threads and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.